Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the pad lead of their device failed on a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that the pad lead of their device failed on a cardiac arrest. Additionally, the device would fail to complete defibrillation charging. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section b5, executive summary, section h6, device code grid have been changed. The issue of pads lead ECG not visible was verified in the device's logs, but was not able to be duplicated. The root cause could not be determined. The issue of defibrillation charge incomplete was not able to be verified and was not able to be duplicated. The root cause could not be determined.